Event description:
Doctor was performing the cystostocopy. Once the scope was in the urethra the monitor started distorting and it went black. At first it was thought to be the monitor so the monitor was switched out but the image was still not viewable. That's when the doctor took the scope out and asked the patient if he would be okay if they try a different scope. The patient declined. Manufacturer response for ambu scope, ambu ascope 4 cysto (per site reporter).